Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was unresponsive to down arrow and contrast button presses. The keypad was removed and adhesive/contamination was observed under the contrast button contact. The up and down arrow button contacts were misaligned.

Event description:
The pt contacted animas alleging that the pump was unresponsive to down button presses. The pt also claimed that the buttons felt as though they were sticking. The pt denied that the pump was exposed to moisture.